Event description:
The doctor reported the cap of the needle fell off after doctor had used the needle on the patient. The doctor was stuck when doctor picked up the needle to administer the second injection. There was no report of injury and no report of tetanus or gamma globulin injections following the incident. Blood was drawn for testing with reported negative results.